Manufacturer narrative:
Conclusions - the insert has not been returned for eval, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the insert is returned (post-eval) and/or if add'l info is rec'd. There are no components in the harmonic curved shears instruments or inserts that meet the definition of "medical sharps". Per the info provided by the initial reporter, the broken piece was successfully retrieved from the pt.

Event description:
It was reported that while resecting during a da vinci s surgical procedure, a piece of the harmonic curved shears insert fell into the pt. The piece was retrieved and the planned procedure was completed. No pt harm, adverse outcome or injury was reported.